Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was experiencing a bent cannula, which resulted to blood glucose rising to 500mg per dl. The patient confirmed that did not require hospitalization. The issue was resolved after the replacement of the infusion site. There was no patient injury.